Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) an ¿unexpected controller shutdown¿ alarm. This after the screen turned completely off then showed startup mode before switching back to placement screen with the above alarm. The aic was replaced and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.